Event description:
Healthcare professional reported a left side "particulate liquid collection, periprosthetic, intracapsular suggesting rupture." The device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "particulate liquid collection, periprosthetic, intracapsular suggesting rupture."

Event description:
Healthcare professional reported a left side "particulate liquid collection, periprosthetic, intracapsular suggesting rupture." Device remains implanted.

Manufacturer narrative:
Visual analysis of the photographs identified: device rupture observed. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis. It is not possible to determine, the most likely failure mode.

Event description:
Device has been explanted.